Manufacturer narrative:
The manufacturer received information alleging an issue related to a remstar auto a-flex device. The patient has allegedly passed away. No medical intervention was reported by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.

Manufacturer narrative:
Additional information was received on august 18, 2025, and h11 should be reported as the manufacturer previously received information alleging an issue related to a rem star auto a-flex device. The patient has allegedly passed away. No medical intervention was reported by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were five error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Evaluation method code grid, evaluation results code grid, component and conclusion code grid were updated.

Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device. The patient has allegedly passed away. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.